Event description:
Customer reported that the css console exhibited intermittent "leaky pilot valve" alarms while supporting a pt. The pt was switched to a backup css console. There was no pt impact. This alleged failure mode poses a low risk to the pt, because it does not prevent the css console from performing its life-sustaining functions. Redundant systems remained available. The css console has been returned to syncardia, and an investigation was conducted.

Manufacturer narrative:
The results of the investigation are set forth in the failure investigation report attached hereto. Syncardia console service technicians were able to reproduce the reported failure mode. Troubleshooting of the css console did not reveal any individual failure; however, the combination of pilot pressure adjustment, clippard shim adjustment and cleaning of the right humphrey valve resolved the failure mode. Increasing the pilot pressure eliminated the leaky pilot valve alarm by creating a greater pilot pressure, which created an air tight seal against any minute debris which may have been present on the sealing surfaces of the humphrey valve. Disassembly and cleaning of the humphrey valve allowed for the pilot pressure to be decrease to 9 psi (normal range 6-19 psi) yet maintain positive test results. The remaining failure of the right drive pressure was remedied by positional adjustment of the clippard valve shim. Typically, adjustment is not necessary; however, in some instances, it assists in bringing related pressures into calibration. Throughout testing the pilot pressure remained steady and never drifted. This alleged failure mode posses a low risk to the pt, because it does not prevent the css console from performing its life-sustaining functions. Redundant systems remaining available. Syncardia has completed its evaluation of this complaint and is closing this file.